Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that system occasionally uncut the petals in the unknown eye of a patient, during surgery.

Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite technical visit, field service engineer replaced application interface and performed system verification. It was confirmed device met specifications as per service installation record. The treatment report image shows that most probably canal was shot partially into the patient interface surface, therefore good ventilation could not be assured. Logfile review for the day of treatment shows during start-up of the system the vacuum check and the energy check were performed successfully without issue. It was not directly clarified whether left eye or right eye was affected by the uncut area. Therefore, review was performed for both eyes of the patient, however, based on the available treatment report it is obvious that right eye was problematic. The logfile shows that the beam control check was performed before the start of the treatment and not immediately before the treatment. The surgeon lost vacuum one three times and vacuum two three times during the docking process/before the treatment. Suction ring and patient interface were docked four times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The logfile review for the left eye shows that treatment was finished successfully without any issue. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause for this event could not be identified conclusively. An inappropriate insertion of the pi, together with thin flap planned, multiple docking attempts, docking technique could lead to the described event. The manufacturer internal reference number is: (B)(4).